Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors might have contributed to the event, including the stress applied by the balloon during the kissing-balloon technique in the presence of severe calcification from the sov to the stj. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. Per report, a sinus of valsalva (sov) rupture occurred. The strategy during tavr was to include a kissing-balloon technique and to perform a two-step expansion during valve deployment to protect the pre-existing left main trunk (lmt) stent. In addition, the tavr was performed under extracorporeal membrane oxygenation (ECMO) support. Pre-dilation was completed using a 16mm balloon catheter, and the s3ur valve was deployed with less than 4ml nominal volume. The balloon was repositioned toward the left ventricle and expanded to less than 1.5ml nominal volume. Post deployment echocardiography revealed an increased pericardial effusion and hematoma around the left main trunk (lmt). A subsequent aortography suggested a possible coronary artery dissection, prompting an open-chest drainage and placement of a covered stent in the coronary artery, which was ineffective. Another echocardiography strongly indicated a sov rupture just below the lmt. As surgical intervention was deemed unfeasible, the patient was transferred to the intensive care unit (ICU) without further intervention. The patient has since been discharged and is currently undergoing rehabilitation.